Event description:
During exchange of swan ganz catheter for triple lumen, swan ganz was inadvertently cut and was found on cxr in left internal jugular vein. Catheter retrieved via interventional radiology.